Event description:
Information was received from a patient regarding an external device. The caller had a damaged restore belt. An email was sent to repair to replace the belt. At least a year ago the plastic on the belt broke. Patient mentioned that they last charged their implanted neurostimulator about 2-3 months ago and now as of today they could not charge their implant because of the broken belt. Patient said that their implant has been dead for a while. Agent reviewed possible over discharge and to consult with their healthcare provider office. Pt said their ins had gone to an over discharge state twice before and they had the pt do something over the phone for it to find the ins and recharge. Agent reviewed about possibility of getting the ins charged after letting it go over discharged 3 times. Upon following up with patient's healthcare professional to determine the cause of explantation of their implantable neurostimulator (ins), the doctor¿s nurse reported that the battery was replaced back in (B)(6) 2024. The patient was seen on (B)(6) 2024 due to a failed implantable neurostimulator (ins). The implantable neurostimulator (ins) had failed for the third time (overdischarged) and had to be jumpstarted but could not be done and the patient could no longer charge the ins. It was also taking the patient hours to recharge the device. The patient reported to the hcp that the belt had also broken.

Manufacturer narrative:
H3: analysis information -- 2025-01-31 10:35:25 cst pli# 20 product ID# 97714. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to {x} overdischarge{s}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.